Event description:
It was reported that the atrial lead dislodged within twelve hours of implant and atrial fibrillation was believed to have impacted the stability of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead (B)(6) 2013. (B)(4).